Manufacturer narrative:
The technician found the bed in a low flat position. He found the connection between the release rod and the connector was broken. He replaced the release rod and the hex connector to repair the bed.

Event description:
Information received indicates the trendelenburg function is not working.